Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, after an enterprise2 4mmx23mm intracranial stent (encr402312, 7469249) was released a half during procedure, the distal end of the stent did not fully open or expand as intended. The physician retracted the stent for inspection, and found it was under good condition. Then, doctor delivered the stent again, but the stent deployed in y connector prematurely. The stent body was not connected to delivery wire. The physician removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, 30989719) from the patient¿s body and switched to new devices to complete the surgery. Additional information was received indicating that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. There was no blood flow restricted. There was no resistance felt within the mc. There was no alleged product malfunction with the prowler select. There was no delay in the procedure due to the event. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion and stent premature separation/ detachment are known potential procedural complications associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent assist coil embolization, after an enterprise2 4mmx23mm intracranial stent (encr402312, 7469249) was released a half during procedure, the distal end of the stent did not fully open or expand as intended. The physician retracted the stent for inspection, and found it was under good condition. Then, doctor delivered the stent again, but the stent deployed in y connector prematurely. The stent body was not connected to delivery wire. The physician removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, 30989719) from the patient¿s body and switched to new devices to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) . The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.